Event description:
It was reported that the patient underwent an interventional procedure in a 90% stenosed, calcified left anterior descending artery. The lesion was pre-dilated with a non-abbott balloon. A 2.5 x 28 mm xience v was advanced 1/3 into the lesion but could not pass. The device was withdrawn from the patient anatomy and a larger non-abbott balloon was used to again pre-dilate the lesion. The same xience v was attempted but could not pass through the stenosis. The device was withdrawn from the patient anatomy and a dissection was noted. A 2.5 x 15 mm xience v was used to complete the procedure and cover both the lesion and the dissection. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.